Event description:
(B)(4). Event occurred in (B)(6). The patient's father reported that the tubing detached at the quick release in three infusion sets from the same box. It was inserted into patient's abdomen. No further information available.